Event description:
A customer reported experiencing cgm error 42, which occurred while using their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset procedure, guiding the customer through the process, after which the error was resolved and the sensor session was successfully restarted.